Event description:
Customer reported receiving a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions for a complete pump reset, which resolved the issue, allowing the customer to successfully start their sensor session without further errors.